Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification by a patient's family member that the patient expired. As reported, 15 days post implant of a 29mm 9600tfx sapien 3 transcatheter valve, the patient expired due to a sudden stroke. No additional details were provided.

Event description:
Edwards received notification by a patient's family member that the patient expired. As reported, 15 days post implant of a 29mm 9600tfx sapien 3 transcatheter valve, the patient expired due to a sudden stroke. No additional details were provided. The patients family member was "frustrated to be receiving the card over two years following the patient's death, but the call ended on a pleasant note." Per the medical records, the 29mm s3 valve was implanted successfully in the aortic position via right tf approach. The patient left the operating room in stable but guarded condition. There were no complications or edwards device malfunctions noted. Pod 1 echo showed a a well-seated stented bioprosthesis in the aortic position. There is a mild, anteriorly-located jet of paravalvular aortic regurgitation. The peak 11mmhg and mean 6mmhg gradients are normal for this prosthesis. Normal biventricular systolic function. No pericardial effusion. The patient was discharged home in stable condition. Sometime after the patient's discharge, the patient began to develop confusion, unresponsiveness progressive, losing focus and appetite. The patient was put on comfort care after a discussion with their family and the patient passed away from being in a coma.

Manufacturer narrative:
Supplemental report submitted to include additional information received through medical records. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Per the instructions for use (IFU), stroke and death are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors caused or contributed to these events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.